Event description:
In 2007: facility had removed a scale from a viking m patient lift in order to transfer a resident. They attached the sling bar to the scale adapter and then to the lift arm. Resident was being moved from the shower stretcher to his chair when the scale adapter broke and the resident fell to the ground. At the time of the incident, no injury was reported. On about 7 days later, a CT scan performed on the resident revealed a broken coccyx and fracture to right pelvic bone.

Manufacturer narrative:
In 2007, an on site inspection of the equipment involved in the reported incident was performed by a local liko north america distributor. The viking m patient lift was found to be in good working condition. The scale had been removed from the lift, but the scale adapter had been left in place. The sling bar had been incorrectly attached to the scale adapter and then to the arm of the lift for the transfer. Manufacturers instructions provided with the sling bar, clearly show that only the sling bar adapter should be attached to the lift arm when a transfer is planned. If the sling bar had been attached per manufacturers instructions, this incident would not have occurred. Components were returned to the manufacturer liko ab for further analysis.